Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative (s). "No patient involvement. Problem: touch screen intermittently stays dark on start up."

Manufacturer narrative:
(B)(4). The carefusion technician support specialist in conjunction with the customer identified faulty user interface module as the most likely cause in this alleged event. Carefusion issued a return goods authorization (rga) number to the user facility for the return of the alleged faulty user interface module for evaluation. As of the january 29, 2015 the alleged faulty user interface module has not been received. Should the alleged faulty user interface module be received and evaluated, a follow-up medwatch report will be submitted.